Event description:
Complainant alleged that the medics were attempting to resuscitate a pt (age and gender unk) and, upon a seventh defibrillation attempt, medics observed an arc and heard a "loud bang" sound. Medics were utilizing external paddles and non-zoll gel-pads as a conductive medium to defibrillate the pt. Subsequent to the reported problem, a visual inspection of the pt and the gel-pads indicated no signs of arcing or burning to the pt. Medics obtained another device and continued to treat the pt without further incident. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction.